Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated there was "poor dye dispersion and the surgical form indicates dye loculated in the intrathecal space. No other details."

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine, compounded baclofen and dilaudid at concentrations of 20 mcg/ml, 500 mcg/ml, 5.0 mg/ml and doses of 11.992 mg/day, 299.79 mcg/day, 2.9979 mg/day via an implanted pump. The indication for pump use was non-malignant. It was reported during a pump replacement surgery, on (B)(6) 2016, a catheter access port (cap) contract study was performed on the existing catheter and poor dye dispersion was observed. The catheter was explanted and replaced the same day. It was noted the catheter was returned to the manufacture. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.